Manufacturer narrative:
Npb cse performed software upgrade only. The investigation and service were reported to be completed by the customer. Customer replaced the bdu cpu pcb. The device passed all functional test required for this product.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. As per customer patient involvement is unknown.